Event description:
Customer reported that she was experiencing low blood glucose. The blood glucose reading was 69 mg/dl. Reviewed programming and found that the time was set to pm and not am. Explained that the incorrect programming impact the blood glucose. Customer stated that back in (B)(6) of 2013 she was hospitalized for high blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.